Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The device was tested with a water fill test reservoir. Several bolus were programmed and delivered. The units left at displayed properly and match units left at test reservoir. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call their pump insulin icon is not matching with the insulin they used. Customer's blood glucose levels were unknown during the incident. No mention of trouble shooting. The customer will be send a pump replacement, the pump will return for analysis.